Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An x-ray shows channels 10 to 12 are extra-cochlear. It is unknown if hearing performance with the device is affected. A full insertion of the electrode array was achieved at implantation. Repositioning surgery is scheduled for (B)(6) 2018.

Manufacturer narrative:
Additional information: based on the received information, a full insertion of the active electrode array into the cochlea could not be achieved at implantation, likely due to anatomical conditions. Reportedly 3 channels were left out of cochlea. Re-insertion surgery was considered, but imaging confirmed that the recipient has a short cochlea and the position of the array can not be improved. Furthermore the user is doing well with the device, which remains implanted and in use. This is a final report.

Event description:
An x-ray showed channels 10 to 12 to be out of cochlea. The recipient is doing well with the device. No further steps are considered; the device remains implanted and in use.